Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-11991. It was reported that the patient had pain located at the ipg site. Follow up identified that drainage was also present. Surgical intervention was undertaken during which the scs system was explanted, resolving the issue.